Event description:
It was reported that the 2800 system would not fluoro and the table would not move. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.